Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a broken or cracked screen required replacement, and the user was advised to shut down the device and employ backup therapy because insulin delivery and meal announcements were not reliable. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse events. Outcomes included no hospitalization and no interruption to cgm use, as the user could continue with the dexcom app or receiver. Investigation included coordination for return of the original device with provision of a shipping label and instructions, along with data sync guidance prior to return. Investigation of this device revealed a device mechanical or display damage issue localized to the pump screen, with planned evaluation contingent on device return. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display consistent with external impact or handling.